Event description:
It was reported that, during a navio tka procedure, when mapping it was found that the error "camera infrared not working properly. This may result in limited field of view" popped up on screen. The case was continued after clicking on dismiss without delay. No other complications were reported.

Manufacturer narrative:
H3, h6: the reported device (pn 200027 (B)(6)), used in treatment, was returned for evaluation. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined. A complaint history review found similar reports, this issue will continue to be monitored. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. The device performed as intended, and the accompanying log files did not indicate any issues near the time of the complaint aware date. Although the reported problem was not confirmed factors that may have contributed to the reported symptom may have been associated with the illuminator leds on the camera. The leds can go bad over time with use and cause floating "dead zones" in the camera view. This problem is physical in nature in the camera only and it needs to be serviced. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the reported device (pn 200027 sn (B)(6)), used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reports, this issue will continue to be monitored. A relationship, if any, between the subject device and the reported event could not be determined. The reported error message indicates that the illuminator leds have gone bad. The illuminator leds on the camera can go bad over time with use and cause floating "dead zones" in the camera view. This problem is physical in nature in the camera only and it needs to be serviced. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.